Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy procedure, the shaft of the anvil opened. The surgeon then used another device to resolve the issue in order to complete the case.